Event description:
The reporter obtained a 246mg/dl and 110mg/dl blood glucose comparison on the aviva system. The reporter states she obtained an add'l comparison with blood glucose results 222mg/dl and 110mg/dl on the aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.